Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. In addition to what was previously reported, litigation alleges injury, emotional distress, and suffering. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.

Event description:
Asr litigation records received. In addition to what was previously alleged, litigation alleges injury by excessive levels of chromium and cobalt. Blood heavy metal increased has been added as a patient harm.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient experienced side-effect from the device such as pain, swelling, inflammation, metalosis, infection, damage to surrounding bones and tissues, problems walking, and increased need for revision surgery to remove and replace the device.